Manufacturer narrative:
Other, other text: one pneupac ventilator was returned for analysis. The device was powered on device for a visual indication and applied backpressure for audible indications. It was also visually inspected internally. The reported issue was confirmed but there was no indication of a burning smell. The cause of the issue is a corroded battery holder, which was replaced. Other components were replaced, the device was calibrated and preventative maintenance was performed.

Manufacturer narrative:
Other, other text: additional information: a1, b5, and h6 ( patient code).

Event description:
Additional information was received providing that the issue was discovered during testing and that the device did not display an alarm.

Event description:
Information was received indicating that there was no audible alarm to a smiths medical pneupac parapac ventilator. It was reported that was also a burn smell. There were no reported adverse effects.